Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high glucose. Customer¿s blood glucose was 521 mg/dl, 166 mg/dl. The customer was treated with the insulin pump. The customer reported that they had received the no delivery alarm. Troubleshooting was performed for high blood glucose and no delivery alarm. The customer reported that the insulin flow blocked issue was resolved after troubleshooting. Customer stated that the insulin exited. The drive support cap appeared normal. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The product will not be returned for analysis.